Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. The production and quality control documentation for lot number v1213, expiry date 08/01/2015 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Event description:
Extreme swelling in knees [joint swelling]. Pain in knees [arthralgia]. Knees had to be drained [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 from an other non-health professional regarding a (B)(6) female patient, initials unknown. The patient's medical history was not provided. On (B)(6) 2013, the patient initiated treatment with first synvisc (hylan g-f 20) injection, (route of administration and dosage regimen not provided) in an unspecified knee. On (B)(6) 2013, the patient received second synvisc injection. On an unspecified date in (B)(6) 2013, the patient developed extreme swelling in knees, pain in knees and the knees had to be drained after both the injections. The patient also received treatment with steroid injections. The action taken with synvisc treatment was not provided. The outcome for all the events was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The causal relationship between synvisc and the events of extreme swelling in knees, pain in knees and knees had to be drained was not provided.